Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
This is a spontaneous report by a physician from (B)(4) regarding bacterial peritonitis in a (B)(6) male homechoice peritoneal dialysis (pd) patient. On an unreported date, a break in aseptic technique occurred. On (B)(6) 2010, the distributor contacted baxter (B)(4) technical service center and reported that a physician advised him that the patient was hospitalized for peritonitis. A follow up from the physician revealed that in (B)(6) 2010, the patient was hospitalized for bacterial peritonitis, manifested by cloudy effluent and abdominal pain. On (B)(6) 2010, a peritoneal effluent culture revealed staphylococcus aureus. On that same date, the patient was treated with gentacin and rocephin. The bacterial peritonitis with culture positive for staphylococcus aureus was resolving. Medical history included renal failure chronic, and glomerulonephritis chronic. The reporter believed the bacterial peritonitis with culture positive for staphylococcus aureus was not related to pd therapy.